Event description:
It was reported that, "drill bit broke. The implant was in with the correct drill guide/inserter. Went to drill pilot hole for screw and after pulling the drill bit back out the drill bit was seen as broken. Having to take additional fluoro, to find the broken piece of drill bit. We located it and had to remove the cervical implant that was already implanted to extract the broken piece of drill bit. After removing the broken piece we then reimplanted a new implant with a new drill bit using the same inserter."

Manufacturer narrative:
Additional info has been requested and if made available, this will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering evaluation.